Manufacturer narrative:
(B)(4). Per information supplied by the customer, no product will be returned. Quality control specifications states, "check the inside diameter of the shaft and extension tubes." This product is shipped with instructions for use which states under catheter maintenance: "if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with heparinized saline solution. Note: if clc 2000, microclave or other needleless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. (B)(4)) heparin lock should be reestablished after every use, every 24 hours, or in accordance with the approved facility protocol if catheter is unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates, after use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin lock." The complaint form noted that proper catheter maintenance was done (flushing, lock). We are inconclusive as to why this failure mode occurred. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per quality engineering risk assessment there is insufficient risk to warrant risk reduction activities. (B)(4)

Event description:
A (B)(6) female pt with long term IV nexium and a normal coagulation profile underwent PICC basilic v. On (B)(6) 2013, the arm basilic v. 14cm 5f double lumen power piccs occluded due to fibrin sheath requiring exchanges five weeks after intal implant (1820334-2013-00446). This was done on (B)(6) 2013. The physician placed tips of PICC into ra to reduce fibrin sheath formation. The second PICC was in for five days before fibrin sheath re-occured (occluded); (1820334-2013-00447). Another exchange was performed on (B)(6) 2013. No additional information has been provided by the reporter.